Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pt was readmitted on (B)(6) 2014 due to hgb 5.4 and fatigue. No alarms were reported for this event. The pt was transfused and will be medically managed at this point.

Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported gi bleeding could not be determined. The patient remains ongoing on lvad support and no further related events have been reported. Based on the information available to the manufacturer, no conclusion could be drawn as to the root cause of the reported event. The device¿s approved labeling lists bleeding as an adverse event that may be associated with the use of the left ventricular assist system (lvas). A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that, approximately 3 and half months after the initial event, the patient was re-admitted again due to another episode of gastrointestinal (gi) bleeding. The patient received a blood transfusion and was discharged two days later. Will continue to be medically managed on octreotide therapy as an outpatient.